Event description:
It was reported that during use with bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes clotting occurred. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing clotting.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes clotting occurred. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing clotting